Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that the usb port of the pump was possibly damaged. Customer's blood glucose was 194 mg/dl. The customer indicated that no backup insulin therapy method was available. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.